Event description:
An unspecified insertion issue was reported with wear of the Abbott Diabetes Care (ADC) device. There was a bent piece of needle stuck in the ADC device. The customer experienced bruising and pain. It was indicated that a non-healthcare professional removed the needle. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.